Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2019 and suture was used. The suture was broken other than knot during use. It was commented that the suture did not come in contact with sharp thing. Another lot product was used with no problem. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Investigation summary: two opened boxes of unopened samples of product code 3557h, lot # mkq514 were returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no breakage suture was found and the tested samples met the finished goods requirements.